Manufacturer narrative:
H6 and h10: the following observations were made upon visual inspection of the returned device: the delivery system balloon was caught on the sheath liner, which was delaminated from use. The sheath delamination extended approximately 3-4 inches from the sheath distal tip. Bunching was observed on the sheath liner following removal of the balloon. Based on the condition of the returned device (delivery system balloon caught on sheath liner), dimensional and functional testing could not be performed. No relevant photographs, videos, or imagery were provided to edwards lifesciences for this event. During manufacturing of the device, the esheath and sheath shaft components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review was performed and did not reveal any related issues that could have contributed to the reported events. A lot history review was performed and did not revealed similar complaints. A review of complaint history from november 2018 to october 2019 for the edwards esheath introducer set (all models and sizes) revealed other similar complaints with returned devices. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing non-conformance was identified during the evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the october 2019 control limit for the trend category. The esheath instructions for use (IFU), the commander IFU, the device preparation manual and the procedural training manual were reviewed for instructions involving the device usage. Per the procedural training manual, the operator should ¿ensure the balloon is completely deflated¿. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of the returned device; however, no manufacturing non-conformances were identified during product evaluation. The review of the DHR, lot history, complaint history and manufacturing mitigations further supported that a manufacturing non-conformance likely did not contribute to the reported event. A review of the IFU/training materials revealed no deficiencies. The complaint description states that there was possibly some residual fluid left on the accompanying delivery system balloon following valve deployment. Users are instructed to fully deflate the balloon prior to withdrawing the delivery system. Excess fluid can cause the diameter of the balloon to remain larger than intended, creating difficulty when attempting to withdraw the device back into the sheath distal end. If large enough, the balloon may not properly enter the sheath and with enough force can cause the sheath liner to become delaminated. Based on the available information, it is likely that procedural factors (residual fluid left inside delivery system balloon) contributed to the complaint event. Since no product non-conformances or IFU/training manual deficiencies were identified, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction/additional information: changed device code from to 1562 to 1454. Additional information: the esheath was returned to edwards lifesciences for evaluation. Per the pre-deco engineering evaluation, the marker band was observed to be attached to the esheath and the liner was observed to be fully delaminated circumferential 3.5¿ from the distal tip. Investigation is ongoing.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, after successful deployment of a 29mm sapien 3 valve and during the withdrawal of the commander deliver system through the 16fr esheath, the distal portion of the commander delivery system balloon became lodged in the distal segment of the esheath.  Under fluoroscopy, it appeared that the radiopaque marker of the esheath became caught on the delivery system balloon and separated from the esheath. The delivery system and the esheath were removed from the patient with no apparent vascular damage or patient injury. Under fluoroscopy, no device pieces were observed. The arteriotomy was closed with standard closure devices and the patient was transferred to recovery in stable condition. It is perceived that the balloon contained volume during removal, which subsequently caused the balloon to become dislodged in the esheath. Additional information provided indicated there was coaxial alignment of the delivery system upon reentry into the distal end of the sheath.  There was retained volume in the balloon.  The operator waited five minutes between deflation and withdrawal of the delivery system. There was no damage to the balloon or the sheath after they were withdrawn.  The balloon was found to be intact and did not separate from the shaft.